Event description:
It was reported by service report that the scale fluctuates between 54.5 to 46 lbs when using 50lb weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: out of calibration.